Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient got a low reading. The estimated glucose value (egv) was documented as low. It was not specified whether the patient had symptoms. The patient self-treated the urgent low (ul) egv with candy and an unspecified time after self treating, the patient felt thirsty and weak and checked the bg. The bg was 600 mgdl while the cgm still showed low. The patient's wife then called the ambulance. When emergency medical service (ems) arrived, the bg was 600 mgdl while the cgm continued to show low. The patient was given insulin and unremembered medication and transported to the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) and heart attack. He was in intensive care unit (ICU), was intubated, and was on life support. At the time of the report, the patient was out of the ICU and was no longer intubated. The patient was slowly improving but his sugar levels were still fluctuating from low to high. There was no documentation of further medical evaluation or intervention for dka. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.